Manufacturer narrative:
We have received the complaint device for evaluation. We have confirmed the reported incident. We observed a circumferential rupture of the balloon. We observed both ligatures were properly held in place. When we injected saline into the inflation lumen, the liquid exited properly from the two skive holes. Based on our device investigation, there is no indication that the balloon rupture was related to manufacturing. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We have sent a list of follow-up questions to the hospital but we have not yet received a response yet. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. We recommend exercising caution when encountering extremely diseased vessels. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials.

Event description:
The balloon of the single lumen embolectomy catheter ruptured during an embolectomy procedure.